Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and hospitalization. Customer's blood glucose level went as high as 506 mg/dl and as low as 20 mg/dl. Customer treated their high blood glucose via insulin pump and manual syringe. Customer experienced thirst, nausea and was hospitalized due to fluctuating high and low blood glucose levels. Customer was wearing the insulin pump at the time of the call and was given fluids. Customer advised they changed their basal rate settings due to running low. Customer was advised to monitor the insulin pump, monitor their blood glucose levels and call back if issues persist.